Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site (date not reported). Additional information has been requested but not made available as of the date of this report.